Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an elevated heart rate and breathing difficulty following an magnetic resonance imaging (MRI). It was noted by the patient that her implantable pulse generator (ipg) was not pacing correctly. The ipg remains in use. No further patient complications have been reported as a result of this event.